Event description:
On (B)(6) 2013 the lay user/patient in USA contacted lifescan to report the one touch ultralink meter was giving inaccurately low readings with the control solution. The patient obtained the control solution readings of 119 mg/dl and 117 mg/dl on the reported meter. There was no patient injury associated with this issue. As the issue was not resolved and the results fell out of range for the lot of test strips in use, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the test strips involved with this complaint were found results outside the acceptable control range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The patient's products have been returned to lifescan for evaluation; however the evaluation process has not yet been completed. No conclusions can be made at this time.